Event description:
Caller reported a malfunction on the pump with a specific code and fault ID. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if any issues reappear.